Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4)- supplemental MDR - stopper defective / damaged one photo of a 1 ml ll syringe was received and evaluated, showing a fully assembled, loose syringe with a slight misalignment of the stopper, affecting its angularity. This defect compromises the syringe¿s functionality and integrity and is considered non-conforming per product specifications. While leakage cannot be confirmed from the photo alone, a physical sample or clearer image is necessary for a more thorough assessment. The potential root cause of the stopper angularity defect is linked to the syringe assembly process. The lot number is unknown; therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe stopper was defective / damaged. The following information was provided by the initial reporter: material #unknown lot #unknown. It was reported by customer that they observed that the rubber plunger in a syfovre syringe appeared uneven and noted that medication was leaking around the plunger. Verbatim: rcc received a complaint via email. What happened: an email was received from apellis distribution with the subject line: "product complaint identified: syfovre spoilage replacement request." The reporting physician observed that the rubber plunger in a syfovre syringe appeared uneven and noted that medication was leaking around the plunger. The physician expressed concern about potential bacterial contamination. Who was involved: reporting physician (name not specified); apellis distribution. When and where it happened: complaint received via email (date not specified); product discarded at the physician¿s location. How it was identified: the physician visually identified the issue during product preparation. Csps involved (if applicable): bd syringe. Due to product disposal, syringe identity could not be fully confirmed. Ae information: no adverse events reported. Treatment was completed using stock medication.